Event description:
The crutch tips wore through and the end user fell while ambulating with the crutches.

Manufacturer narrative:
End user was recovering from a fractured ankle and fell while ambulating with the crutches. The tip of the crutch wore through and he fell, placing sudden weight on his previously injured leg. He did not initially seek medical attention. At a follow up appointment with his orthopedic surgeon, it was determined, he had reinjured his ankle and had to remain in a cast for an additional two weeks. The sample was returned and evaluated. The arm pads, hand grips, and tips were discolored and the material appeared brittle. This may have occurred during storage at the facility where the end user received these from. The tip hardness was found to be within specification but at the upper end of the specification (these measured approx 73-74, range is 55-75). This may indicate some increase in brittleness at the time of use. The damage to the edges of the tip make it look like the tips were fairly brittle. There is cracking evident in non-contact areas. Crutch instructions clearly indicate that tips must always be inspected before use to guarantee they are in good working condition. This appears to be the result of poor storage conditions leading to a pt receiving crutches that were stored for too long and had brittle tips at the time of use. No manufacturing defect was identified. No trends exist for this issue with this product. No corrective action is indicated at this time.